Event description:
A high readings issue was reported with use of the adc device. Customer reported receiving a sensor scan result of 145 mg/dl compared to a reading of 65 mg/dl obtained on a healthcare professional (hcp) meter. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. As a result, the customer had a loss of consciousness and was unable to self-treat and required treatment. Customer presented to a hospital and received glucose by an hcp for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer reported receiving a sensor scan result of 145 mg/dl compared to a reading of 65 mg/dl obtained on a healthcare professional (hcp) meter. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. As a result, the customer had a loss of consciousness and was unable to self-treat and required treatment. Customer presented to a hospital and received glucose by an hcp for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.